Event description:
During a balloon kyphoplasty procedure (levesl unspecified, a curette was used to scrape and score bone in one of the vertebral bodies. The treating physician had difficulty getting a good reduction due to presencce of sclerotic bone. After using the curette to score the sclerotic bone, he met considerable resistance when attempting to straighten the tip from 90 prior to removing the instrument. The tid did eventually straighten and the instrument was removed; however, upon removal of the curette, a small metal "collar" from the instrument remained in the bone cement within the vertebral body. The procedure was completed without further complications, with the small metal collar entombed in the bone cement. Post-operative there was no evidence of injury.